Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s husband reported via phone call that customer went to emergency room, admitted to intensive care unit on (B)(6) 2018 due to diabetic ketoacidosis and high blood glucose of 893mg/dl. Customer had symptoms like vomiting and dehydration. Customer was treated with manual injections. Customer¿s current blood glucose was 108mg/dl. Customer was wearing insulin pump at time of hospitalization. Later customer stated that they again experienced high blood glucose over 600mg/dl which was treated with manual injection. Insulin pump will not be return for analysis.